Event description:
It was reported that the patient received an inappropriate shock and was hospitalized. During the hospitalization, no abnormalities were observed and the patient was discharged. The lead is still in use. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).